Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter had an inaccuracy issue. The complaint was classified based on the customer care advocate's (cca) documentation. The patient indicated that the reported issue began on two days prior, at around 9 am. During that time, the patient allegedly obtained "inaccurate high" readings of "201, 206 and 189" on the onetouch ultra2 meter. The patient's cleaning technique was found to be incorrect. As a result of the reported issue, on the same day at 12pm, the patient reportedly increased the dose of lantus (unknown dose). Approximately 30 minutes after the reported issue, the patient reportedly experienced symptoms of "shakiness and dizziness." On the same day approximately about 2 hours after the reported issue, the patient reportedly received assistance from the emergency room (ER), reportedly tested "345mg/dl" on the ER/hospital meter and reportedly received IV glucose. It is not known whether the reading of "345 mg/dl" was obtained before or after the treatment with IV glucose. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms that can be associated with hypoglycemia and reportedly received treatment at the emergency room, after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.